Manufacturer narrative:
This is a combination product the investigation determined that increased friction in the catheter led to an inconsistent pullback resulting in the repeated frames captured during imaging.

Event description:
Nmc complaint: (B)(4). Ostial lcx lesion. Pullback performed post-intervention. During the pullback, the pim jaws released, and a knocking sound was heard when the device was readvanced. Pullback showed many repeated frames, and the region of interest was not captured. Significant optical path stretch was observed during the acquisition. Because of this, the post-intervention acquisition was repeated. In the repeated acquisition, the same event occurred at the very end of the run. This second acquisition was usable, with only a few repeated frames noted. The vis-rx catheter was inspected at the end of the procedure, and no kinks were observed. The staff was asked to save the catheter for return shipment.